Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2008, the pt was implanted with a gore tag thoracic endoprosthesis. On (B)(6) 2008, an additional procedure was performed whereby two conformable gore tag thoracic endoprostheses were implanted. Additional info has been requested.